Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device presented with high voltage capacitor damaged alert. The physician elected to explant and replace the device on (B)(6) 2021. The patient was stable.